Event description:
Legal counsel for patient reported underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone and tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on an unknown date and a right hip revision on (B)(6) 2007. Operative report noted the presence of fluid, metallic debris and the acetabular cup had migrated due to bone loss. The modular head and acetabular cup were removed and replaced. Operative report for the right hip revision on (B)(6) 2013 noted the revision was due to septic loosening of the acetabular cup. Operative report noted the presence of fractured screws, a loose acetabular cage, and acetabular bone deficiency. All components were removed and spacer molds were implanted. The hip was reimplanted on (B)(6) 2013.

Manufacturer narrative:
The reported event indicates that a screw fractured; however, it cannot be determined which screw fractured. Review of device history records show that all lots released with no recorded anomalies related to the event. The following sections could not be completed due to the part/lot information could be: brand name - ti low profile screw 6.5x45mm catalog number ¿ 103536, lot number - 170880, expiration date ¿ march 31, 2016, manufacture date ¿ march 27, 2006; or the part/lot information could be: brand name - ti low profile screw 6.5x35mm, catalog number - 103534, lot number - 701780, expiration date ¿ november 30, 2016, manufacture date ¿ november 30, 2006; or the part/lot information could be: brand name - ti low profile screw 6.5x35mm, catalog number - 103534, lot number - 716820, expiration date ¿ july 31, 2016, manufacture date ¿ july 27, 2006; or the part/lot information could be: brand name - ti low profile screw 6.5x45mm, catalog number - 103536, lot number - 502450, expiration date ¿ may 31, 2016, manufacture date ¿ may 26, 2006. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04020 /-06342 & 2015-00956).